Event description:
Pt had open reduction with internal fixation in 1978 following accident. Involved left ankle. Over past several years screw has been working itself out. Did develop abscess which was healed. Now requires screw removal to prevent further abscess. Screw removed on 7/29/96.